Event description:
Information was received that while a smiths medical tracheal tube was in use, the air pressure of the cuff was unable to be raised. A tube change out was required. No adverse events occurred with the patient.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing, consisting of inflating the sample with a syringe and subsequently submerging it under water. As a result, no leaks were observed. The reported customer complaint has not been confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.